Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Report number 1221359-2022-01360.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 self-test for two tests performed on (B)(6) 2022. This MFR. Report addresses test one (1) of two (2). Confirmation testing was performed via an unknown rapid test and an unknown at home test; both generated negative results. The consumer was reportedly symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental is being reported to provide investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 176820 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 176820, device part number 195-430h / lot 174651. The lot met the required release specifications. A review of the complaints reported as false negative results related to kit lot 176820 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.